Event description:
Angioedema eyes and lips [angioedema]. Small facial rash [injection site rash] . Rha3 on lower face, rha4 on mid face [off label use]. Case narrative: united states report from a physician was received on (B)(6) 2023. A physician reported that a female patient of unknown age received rha3 and rha4, on (B)(6) 2023. 1 ml volume of 1 syringe of rha 3 on lower face and 2 syringe of rha 4 on mid face was injected using the needle technique. Previous cosmetic procedures were unknown. The patient¿s medical history and concomitant medications and food supplements were not provided. On (B)(6) 2023, three days, following injection of rha3 and rha4, the patient experienced angioedema eyes and lips, itching and small facial rash. The patient didn't respond to antihistamine, so was started on a medrol dose pack, topical benadryl cream, and cool compress. The outcome of the event was unknown. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: e1702; angioedema. Health effect - clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. This case has been linked with (B)(4) (same patient).